Event description:
It is reported that the tibial component appeared to be smaller than the "g" labeled on the box. The 10 mm poly would not lock into the tray. The surgeon was finally able to get the 11 mm poly most of the way down.

Manufacturer narrative:
A picture of an ap radiograph was received, however; dimensional analysis was inconclusive due to the poor quality of the photograph. It is likely that the problems encountered are related to surgical technique. Device history records were reviewed and found to be conforming. Visual examination of the returned articular surface confirms the central aspect of the locking dovetail is compressed, the tracks on the internal aspect are severely deformed, the tracks on the external aspect are only significantly damaged on the medial side, and there is significant damage to the anterior aspect of the articular surface consistent with attempts to impact the component. In the case where the tibial component was a smaller size, it would be expected that both sides of the external dovetail track would be damaged on the posterior aspect. The damage to the dovetail tracks is indicative of improper alignment during insertion.